Event description:
Description of event: on 12/1998, dr. Implanted a 27 mm mitral st. Jude medical mechanical heart valve sjm masters series (model 27mj-501) during heartport port-access valve surgery. A 23 mm st. Jude medical mechanical heart valve sjm masters series (model 23aehpj-505, rt-276) was also implanted in the aortic position during this procedure, as well as placement of an intra-aortic balloon. This pt was part of the artificial valve endocarditis reduction trial (avert) and had a history of diabetes, atrial fibrillation, cardiomegaly, and previous coronary artery bypass in 1985. On 12/1998, the pt experienced decreased consciousnes with partial left-sided weakness. An electroencephalogram showed epiletic seizure activity and CT scan demonstrated bilateral lacunar infarcts. The pt was induced into a coma and remained in a partial coma following cessation of medications. Prolonged mechanical ventilation was maintained due to the pt's general condition. It was reported the pt was not on anticoagulation at the time of the neurological event. The pt expired 7 days later as a result of anoxic encephalopathy. The valve remains implanted and no additional info was received.

Event description:
One day post-operatively, the pt showed decreased consciousness with partial left sided weakness. A EKG showed epileptic seizure activity. The pt was induced into a coma. The pt remained in a partial come following cessation of medications. Prolonged mechanical ventilation was maintained due to the pts' general condition. The pt expired on 12/19/98. The pt also had a aortic valve replacement at this time. (Avert).